Event description:
It was reported to gore that a patient alleges to have experienced recurrence, chronic pain, stiffening of vaginal wall, infections, abdominal pain, incontinence, and inflammation after having been implanted with gore® mycromesh® plus biomaterial.

Manufacturer narrative:
Additional information was ascertained from a review of the patient's medical records and the details are as follows: on (B)(6) 2006 the patient underwent an abdominal sacrocolpopexy in which gore® mycromesh® plus biomaterial was used and burch-type cystourethropexy. Office visit note dated (B)(6) 2006 indicates: apex of the vagina is well supported. Operative report dated (B)(6) 2006 indicates: the patient underwent a mid urethral sling procedure for sui. Medical record dated (B)(6) 2006 indicates: "...her incontinence has actually been worse since her transobturator sling performed." Medical record dated (B)(6) 2006 indicates: patient underwent a pubovaginal sling with autologous fascia. It is noted that the "anterior vaginal wall flaps were raised. This tissue was very scarred from prior surgery." Operative report dated (B)(6) 2008 indicates: "operation performed: transvaginal excision of eroded gore-tex apical vaginal mesh. Excision of exposed tension-free vaginal tape (tvt) mesh." The operative report describes: "...the patient had a large vaginal apical tissue loss with gore-tex mesh protruding into the apex." "We likely left a 1-2 cm stump of mesh on the sacrum." (B)(6). A review of the manufacturing and sterilization records verified that the lot me all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.